Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "the insulin was stopped or suspended and the fill tubing screen was also open at that time." Customers blood glucose was 300 mg/dl. Customer continued to use pump for insulin delivery.